Event description:
It was reported that ongoing cartridge alarm occurred with consecutive cartridges during load sequence. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. A correction injection was administered to address the BG. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 8 / 2.5.2 / iOS_16.5.1.